Event description:
On (B)(6) 2022 the patient underwent evar for an abdominal aortic aneurysm. A gore® excluder® conformable aaa endoprosthesis trunk ipsilateral leg stent graft was successfully placed. The physician decided to collapse it slightly to preserve blood flow to the renal arteries. As reported, the stent would not fully reopen once repositioned. It was still constrained at the top, with the opening smaller than the 2nd ring of the stent. The physician cannulated the gate and touched the red safety lock tab on and the device opened all of the way. A gore® excluder® aaa endoprosthesis aortic extender had to be added. Catheter return is expected for engineering evaluation.

Manufacturer narrative:
As reported patient is taking aspirin and a betablocker, additional information requested.

Manufacturer narrative:
A/b7: the following information was requested but was not made available: preexisting conditions, weight. G3/g4 date received by manufacturer 16-may-2022: engineering evaluation activities were completed in full on this date. H6: code 213, no device problem found ¿ a review of manufacturing records verified that the lot involved in this event met all pre-release specifications. H6: code 4315: cause not established: the device evaluation performed by engineering showed the following: engineering found that the constraining loop wire was not within the guide nut cover track and bent within the screw assembly housing. Engineering actuated the constraining knob with no abnormal resistance felt. After actuation of the constraining knob such that the guide nut retracted the constraining loop wire, the wire unwrapped from around the guide nut track and exhibited a kink near the connection to the guide nut. The bent and wrapped state of the constraining loop wire of the returned device and the kink in the wire are consistent with the physician¿s observation that ¿the stent would not fully reopen once repositioned. It was still constrained at the top¿. However, it cannot be determined if the kink in the constraining loop wire is present as a result of the constraining loop becoming bend and wrapped within the constraining mechanism, or if it was present before the physician attempted to unconstrain the device. The guide nut cover which supports the constraining loop wire during unconstraining was inspected and no damage or anomalies were identified, the attachment of the constraining loop to the guide nut did not exhibit any anomalies, and no other abnormalities were noted on the returned device. Based on the findings from the evaluation the constraining loop was found to be bent and wrapped within the constraining mechanism, which is consistent with the physician¿s observation that ¿the stent would not fully reopen once repositioned. It was still constrained at the top¿. However, the cause of the constraining loop becoming wrapped within the constraining mechanism could not be identified with the provided information. The design of the gore® excluder® conformable device and the IFU have features to protect against this type of event resulting in patient harm. As no manufacturing deficiencies could be identified, no CAPA request will be generated per md145952, and this type of event will continue to be monitored by md24024. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act. D9 device returned to manufacturer: yes. H3 was the device evaluated by the manufacturer: yes.